Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, during the same surgery due to the lens flipped over during implantation. The lens was broken while being removed from the eye during the same surgery. There was no patient injury. Another icl lens was implanted and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found the lens optic and haptic torn. (B)(4).